Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration) 1.9989 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2017. It was reported the patient had a tremendous amount of pain a ¿couple months ago¿. The patient presented to the emergency room (ER) and was transferred to a hospital due to their familiarity with the pump. The patient was held in observation and the situation resolved. No further complications were reported.